Manufacturer narrative:
Date of the event is estimated.

Event description:
Related manufacturer reference number: 3006705815-2023-01388. Patient had ineffective stimulation with the scs system due to high impedances, as such, the patient is undergoing surgical intervention to trial a drg system to address the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Patient had the scs system explanted and replaced with a drg system to address the issue.